Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. Retained samples were tested for leakage. The 2 retained samples, both passed. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6)2020, the nurse performed infusion treatment for the patient with indwelling intravenous needle. During the infusion process (about 15 minutes later), the patient was found to have leakage at the root of the indwelling needle. After the patient explained, the indwelling needle was removed and a new indwelling needle was placed for further infusion treatment, without affecting the patient's condition."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6), 2020, the nurse performed infusion treatment for the patient with indwelling intravenous needle. During the infusion process (about 15 minutes later), the patient was found to have leakage at the root of the indwelling needle. After the patient explained, the indwelling needle was removed and a new indwelling needle was placed for further infusion treatment, without affecting the patient's condition."